Event description:
The customer reported the unit would not turn on during the operational check.

Manufacturer narrative:
The customer reported the unit would not turn on during the operational check. A philips representative evaluated the device and confirmed the symptom. The reported issue was resolved by replacing the optical switch.